Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that an extractor pro rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure with a balloon trawl of the common bile duct was performed on a female patient on (B)(6), 2011 (patient age and weight are unknown). According to the complainant, during the procedure, the catheter broke such that the entire balloon, from the radiopaque marker to the distal tip, detached inside the patient. Retrieval of the device fragments was attempted, but was unsuccessful. The procedure was completed with another extractor pro rx retrieval balloon. The patient was discharged with antibiotics to prevent any inflammation or reaction to the balloon tip. There are no further plans for surgery; the patient was reported to be going back for an x-ray to see if the balloon had moved. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that an extractor pro rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure with a balloon trawl of the common bile duct was performed on a female patient on (B)(6), 2011 (patient age and weight are unknown). According to the complainant, during the procedure, the catheter broke such that the entire balloon, from the radiopaque marker to the distal tip, detached inside the patient. Retrieval of the device fragments was attempted, but was unsuccessful. The procedure was completed with another extractor pro rx retrieval balloon. The patient was discharged with antibiotics to prevent any inflammation or reaction to the balloon tip. There are no further plans for surgery; the patient was reported to be going back for an x-ray to see if the balloon had moved. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient age and weight are unknown. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information reported that the detached ro marker of this device was noted when the second balloon was being used; it was confirmed the second ballooon was used to complete the procedure. It was also reported that the patient is well with normal liver function blood tests.